Event description:
Reporting status: serious injury - medical intervention/permanent damage. Reporting rationale - stent remains in pt embedded in the vessel wall. Device issue: stent dislodgement. It was reported that the procedure was to treat a lesion in the mid-rca, which required passing through a stent which had been implanted from a previous procedure. After pre-dilatation, a 3.5 x 23 vision stent was implanted. Then the decision was made to place the 4.0 x 12 vision stent proximally. While "dottoring" the stent for proper placement, guide catheter support was lost. The guide catheter and the guide wire were both pulled back, but the stent delivery system (sds), with the stent still intact, appeared to be stuck in place in the vessel. When the sds was pulled back, the stent dislodged and moved distal to the implanted 3.5 stent. A 4.0 voyager balloon was used to embed the stent to the vessel wall. A 4.0 x 23 vision stent was successfully implanted in the target lesion and the procedure was completed. No pt effects were reported. No additional event or pt info is available.

Manufacturer narrative:
Evaluation summary: quality assurance analysis revealed that the catheter was returned with blood in the guide wire lumen. There was fluid in the balloon and inflation lumen. Neither the stent nor the proctective sheath were returned. The balloon was tightly folded. There were crimp marks on the balloon between the markers. The shaft was smashed 3.8 cm proximal to the proximal balloon seal for a length of 5.5 cm. There were bends in the hypotube at the strain relief tubing, 45 cm distal to the strain relief tubing and 11 cm proximal to the guide wire exit notch. No other damage to the catheter was noted. Product performance engineering reviewed the incident info and analysis of the returned device. It was reported that while positioning the stent for proper placement within the lesion, guiding catheter support was lost. This may have contributed to reported failure to advance. Additionally, the stent delivery system (sds) appeared to be stuck within the lesion and when attempting to remove the sds from the lesion, against resistance, the stent dislodged. Results from quality assurance technicians analysis of the returned rx vision delivery system confirmed the stent dislodgement. Visual inspection of the returned rx vision delivery system noted crimp marks visible on the tightly folded balloon, between the balloon marker bands. Potential causes of dislodgement, as observed in past incident, may include improper or inadequate crimping at the time of MFR, positive pressure during prep, negative pressure during sheath removal or forced sheath removal. Unfortunately, none of the info gathered suggests any of these causes is the most likely cause, thus a definitive root cause for the stent dislodgement in this case cannot be determined. The mechanical damage observed on the shaft most likely occurred during the procedure or when preparing the device for transit back to abbott for analysis, as no damage to the proximal and distal shafts were reported as being observed during the inspection prior to use. It should be noted, per the instructions for use (IFU), should any resistance be felt at any time during lesion access or delivery system removal, the entire guiding catheter and stent system should be removed as a single unit. Applying excessive force to the sds can potentially result in loss or damage to the stent and delivery system compontents. An in-service was scheduled with the account to address the violation(s) of the IFU, and the potential adverse events associated with them. Product performance engineering will monitor the incident circumstances. All stent delivery systems are 100% visually inspected online for stent damage, stent placement/security and dimensionally inspected to verify the crimped stent outer diameters. Additionally, a sampling of units is subject to a stent movement test to verify stent security when exposed to tortuosity. This MDR is considered closed by the product performance group.